Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto tissue; however the physician wanted to reposition the clip and tried to reopen the clip, but the clip was locked onto the tissue. The clip was attempted to be deployed, but failed to release from the catheter. They attempted to manipulate the catheter and were able to pull the catheter to detach the clip. The clip did not stay on the tissue and ended up falling into the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.